Manufacturer narrative:
The software investigation was unable to determine probable cause without further information since the on-going investigation proved to be inconclusive based on the information provided. Logs and archive were reviewed but provided insufficient information to determine root cause of the reported behavior. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: updated with patient info. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: 9735737, serial/lot #: unknown. A medtronic representative went to the site to test the equipment. Testing revealed that the issue could not be replicated. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a transsphenoidal procedure. It was reported that they were inaccurate during a case. They had registered a patient and had a 2.4 error metric. They were able to verify landmarks and were accurate. They draped and began navigating but noticed that they were inaccurate. They placed the probe on the septum, but it was showing in the maxillary. 1.5-2 cm off. They re-registered the patient sterile and were then accurate and able to proceed. There was a delay to the procedure of less than one hour. There was no reported impact on patient outcome.